Event description:
The doctor wanted to insert the zso-7-9 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. However the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent. So they used the new zso-7-9 (they did not change the wire guide, the visi2 guide wire was still maintained..) The pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zso-7-9 device of lot number c1982498 were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. File related to (B)(4) (MDR - 3001845648-2023-00164). Lab evaluation: n/a. Document review: prior to distribution zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-9 of lot number c1982498 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1982498. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1982498. To ensure conformity of all batch release products, pack qc procedures, verify that the following information on the label (product label, tag, temporary) is correct as per the work order: this is achieved by verifying the presence of all required labels on the back of the work order/reject sheet where required. Labelling qc procedures as per this document also verify that the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions. The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a incompatible wire guide with the device. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a incompatible wire guide with the device. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted due to completion of the investigation 28-apr-2023.